Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen and inflation lumen is torn from the exit notch going distally 15mm. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft perforation occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire was crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation but encountered difficulty in crossing the lesion. When the device was removed, it was noticed that the area near the exit port of the guidewire monorail lumen which was on the outer side was slightly torn. The procedure was completed with a 2.0mmx150mm coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft perforation occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire was crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation but encountered difficulty in crossing the lesion. When the device was removed, it was noticed that the area near the exit port of the guidewire monorail lumen which was on the outer side was slightly torn. The procedure was completed with a 2.0mmx150mm coyote balloon catheter. No patient complications were reported.